Manufacturer narrative:
The pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The compromised force sensor system alarm was unable to be verified due to motor error alarms. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window, and with shifted end cap sticker.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarms. The customer's blood glucose level at the time was 155mg/dl. The customer was unsure if the drive support cap was flush, look, or sticking out. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.